Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had contact point blackened, out of focus. The event occurred during setup. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and as a correction for the initial report. The initial report was sent in error as contact point blackened and out of focus would not cause or contribute to a death or a serious injury if it were to recur. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the newly identified malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.